Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2010, this pt was implanted with six gore excluder aaa endoprosthesis to treat an 8.1 cm abdominal aortic aneurysm and 6.1 cm left common iliac artery aneurysm. It was reported that the procedure was difficult, and the pt had tortuous anatomy. The pt tolerated the procedure. On (B)(6) 2010, a f/u CT scan identified complete occlusion of the left graft limb, with acute angulation, kinking and narrowing of the left distal iliac limb. There was no evidence of endoleak or aneurysm enlargement. On (B)(6) 2010, a reintervention was performed whereby two add'l contralateral leg components and a cordis palmaz stent were implanted to treat the occlusion and kinking on the left side. Multiple thrombectomies and a femoral-femoral bypass were also performed. Final angiography again revealed no flow through the left graft limb; however, the area of kinking was resolved. Pedal pulses were present on the pt's left side at the end of the procedure. The pt tolerated the procedure. There are currently no plans for reintervention.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxc201400/7900274, pxc141400/8021306.